Event description:
It was reported that high impedance and noise were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasion at 23.5cm from the end of the connector pin. The abrasion found is consistent with friction to another device. However, electrical tests indicated normal characteristics.